Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue; patient was reportedly swimming just prior to the alarm. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/19/2017 with the following findings: a review of the black box and alarm history showed call service 052 communication error alarm. The pump powered up with auditory and vibratory alarms to a blank display. The call service alarm issue was unable to be investigated due to the blank display. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. The returned battery cap was undamaged and was able to fit. Evidence of moisture corrosion was found in the display screen inside the pump. A leak was found in the battery compartment. The pump cover was removed to find moisture on internal components.